Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies. The s-curve hump height was measured within specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed, the left ventricular (lv) lead exhibited loss of capture. Chest x-ray was performed and lv lead dislodgement was noted. The lead was explanted and replaced on (B)(6) 2021. The patient was stable.